Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3888-33, lot# j0455263v, implanted: (B)(6) 2005, product type: lead. Product ID: 3888-33, lot# j0504286v, implanted: (B)(6) 2005, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient experienced a loss of stimulation, shocking, a loss of therapy, and a return of symptoms. There was no patient trauma or fall related to the issue. The patient was redirected to their hcp. The caller stated that the patient had a replacement stimulator put in on (B)(6) 2016 because the previous stimulator had gone dead. The caller stated that the battery had been dead since (B)(6) 2016 and stated that the patient was getting shocked. This was one of the things that was an issue, so when they tested the device they found that one side of the system was all shorted out and it turns out that " it was in pieces". The caller stated that the shocking started in (B)(6) 2016. The new ins was placed on (B)(6) 2016 and when the healthcare provider (hcp) went to "plug it into the leads they discovered that the leads were broken in pieces in the patient's back". The caller stated that was the reason one side was all shorted out. The caller stated that neurosurgeon they were sent to keeps canceling on them. It was confirmed that a manufacturer's representative (rep) had come in on august 18 and was notified about the broken lead. The caller stated that the patient is in pain because they can't use the device, but then stated that they are always in pain, but it got really bad when the battery stopped working as they are in need of the therapy. On (B)(6) 2017, crts 3539569 (con): no new information.